Manufacturer narrative:
The exact age of the patient was not reported, however, the patient was over the age of 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2017. This complaint is being reported based on the event of 'blood sputum' requiring medication to treat. On (B)(6) 2017 the patient underwent the first bronchial thermoplasty treatment performed in the right lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2017 the patent experienced blood sputum, requiring treatment with a hemostatic agent (transamin oral administration). On (B)(6) 2017 the blood sputum resolved. On (B)(6) 2017, during the patient's second bt procedure, the physician examined the patient's right lower lobe in an attempt to identify the source of the blood sputum. The physician noted that there was a slight redness on the bronchial mucosa (flare reaction), but was unable to confirm bleeding in the right lower lobe. MFR report# 3005099803-2017-02800 created for adverse events related to bt procedure 1 performed on (B)(6) 2017. MFR report# 3005099803-2017-02799 created for adverse events related to bt procedure 2 performed on (B)(6) 2017.